Event description:
It was reported that on (B)(6) 2011, the patient presented with severe kyphotic deformity and severe low back pain. On (B)(6) 2011, the patient underwent video assisted thoracoscopic anterior diskectomy from t4-t5 to t10-t11; anterior thoracic diskectomy from t4-5 to t10-11; placement of anterior interbody cage at t4-5, t5-6, t6-7, t7-8, t8-9, t9-10, t10-11; anterior interbody fusion, t4-5, using auto and allograft, t4,t5, t6, t7, t8, t9, t10, t11, t12, l1, l2 and l3, posterior spinal fusion using auto and allograft from t4 to l3, t4-5, t5-6, t7-8, t8-9, t9-10, t10-11, t11-12, t12-l1, l2-l3, laminectomy, t10-11, t11-12, t12-l1 and pedicle subtraction osteotomy at t11 and t12. Reportedly, the surgeon used rhbmp-2 and puregen in the surgery. On (B)(6) 2014, the patient felt a popping sensation to right mid back with pain that radiated to the right lateral chest wall. On (B)(6) 2014, the patient presented for follow-up of hardware fracture and pseudoarthrosis. On (B)(6) 2014, the patient underwent hardware revision (replacement of surgical rods) with refusion at t4-l3. The patient sustained permanent injuries post surgery dated (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: patient presented for evaluation. Diagnosis: severe kyphotic deformity, status post scheuermann¿s of over 80 degrees. Severe lumbar hyperlordosis 52 degrees. Severe degenerative disk disease, thoracic and lumbar spine. On (B)(6) 2011: patient underwent t4-l3 fusion. Patient presented with following pre-op diagnosis: rigid scheuermann kyphosis. Procedure: video-assisted thoracoscopic anterior discectomy form t4-5 to t10-11. Anterior thoracic discectomy from thoracic 4-5 to thoracic 10-11. Placement of anterior interbody cage from thoracic 4-5, thoracic 5-6, 6-7,7-8,8-9,9-10,10-11. Anterior interbody fusion, thoracic 4-5 using auto and allograft 4-11. Posterior spinal instrumentation, thoracic 4-l3. Posterior spinal fusion using auto and allograft from thoracic 4 to lumbar 3. Thoracic 4-l3. Laminectomy thoracic 10-11 thoracic 11-12, thoracic 12-l1. Pedicle subtraction osteotomy, thoracic 11 and thoracic l2. As per-op notes:¿the disk space was sized again and a tlif cage packed with auto and allograft placed in each one of the disk spaces between t4-11. The pedicle screws at t11 and t12 were placed.¿ on (B)(6) 2011: patient underwent ap lateral views x-ray at the cervical thoracic and lumbar regions. Impression: pedicle screws and long fixation rods noted throughout the thoracic spine from t4 level down with the exception of t11 where there appears to be kyphotic angulation and fracture. On (B)(6) 2011: patient presented with mid and low back pain, difficulty with gait, difficulty with transfers, decreased ¿le and ue strength¿. On (B)(6) 2011: patient presented for office visit for follow up. Impression: mid and low back pain, decreased ¿le and ue strength. On (B)(6) 2011, (B)(6) 2012: patient presented with backpain went for an office visit. Impression: stable appearance status post vertebral column resection at t12 level. Posterior spinal instrumentation from t3 to l3. Interbody cages from t4 to t11. On (B)(6) 2012: patient presented with chief complaint of opiate dependency and marijuana dependency. Patient presented with following discharge diagnosis: opiate dependence and addiction. Marijuana dependency and addiction. History of back surgery in 2011. Scoliosis. Insomnia, chronic back pain, (B)(6). On (B)(6) 2012: patient was presented with abscess, scrotum. On (B)(6) 2014: patient presented with backpain. Patient underwent x-ray of thoracic spine ap lateral and swimmers. Impression: fractured right sided spinal fixation rod. Patient underwent x-ray of lumbar spine ap and lateral. Impression: fracture through the right harrington rod at the t11 level. Patient underwent CT scan of lumbar and thoracic spine. Impression: postsurgical changes of lumbar spine. Fractured right posterior fixation rod at approximately t10-t11 level. Moderate to severe compression deformity of t11, new since preoperative MRI. On (B)(6) 2014: patient presented with following pre-op diagnosis: nonunion of fracture. Procedure: revision hardware with re-fusion t4 through l3. Replacement of bilateral t4 to l2 rods. Replacement of pedicle screws bilateral t10 and l1, removal of l3 pedicle screws bilaterally, placement of autograft and allograft bilaterally, posterolateral t4 to l2. As per-op notes:¿rhbmp-2/acs was cut in long strips and placed along the lamina and then out laterally at that level back and across the lamina from t4 to l2.¿ patient underwent x-ray of thoracolumbar spine ap lateral. Impression: intra-op lateral and ap fluoroscopic spot views of the thoracic and lumbar spine for surgical intervention and localization. On (B)(6) 2014: patient underwent x-ray of thoracic spine ap and lateral. Impression: posterior fusion from t4 through l2. Transpedicular screws with posterior rods. The overall alignment of the thoracic spine is anatomic. The fracture right rod noted on the prior study from (B)(6) 2014 has been replaced. On (B)(6) 2015: patient underwent lumbar and thoracic spine 2 views x-ray. Impression: stable appearance of harrington rods. No change in appearance of harrington rods. Anatomic alignment. No evidence of fracture or dislocation. On (B)(6) 2014, (B)(6) 2015: patient presented for follow up after his re-instrumentation/fusion for pseudoarthrosis and hardware failure.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.